Event description:
Related manufacturer reference number: 2017865-2021-37686. It was reported the asymptomatic patient presented for remote follow up via (B)(6). Upon review of the transmission, it was observed the right ventricle apex (rva) lead was undersensing noises. Meanwhile, it was reported the right ventricular septal (rvs) lead was oversensing and r-wave amplification noise sensing issue. There were no interventions for both leads. Patient is stable and is being monitored.